Manufacturer narrative:
B7 added information omitted from the initial report that was submitted. H6 code b18 should of been on the initial report instead of b17 as the device was discarded. H11 the device was discarded and should of been noted on the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. On support day 2, the patient experienced ectopy. An echocardiogram was performed which showed the impella slightly deep at 5.2 centimeters and appeared to be somewhat on the septum. Company support recommended to the medical team to pull the impella back to 3.5 centimeters., however it was not reported if interventions were actioned. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.